Event description:
During attempts to advance a coronary stent with delivery system to the target lesion site the patients circumflex artery with the protective sheath retracted, the stent dislodged off the balloon catheter and embolized to an unk location. The sds was withdrawn from the patient without complications. Two coronary stents with delivery systems were successfully deployed at the target lesion site on the following day. There were no clinical sequelae reported relative to the event.

Manufacturer narrative:
Product labeling states that the protective sheath should not be withdrawn until the operator is ready to expand the stent. Result code 400: the results of our product evaluation suggest that the device upon which this medwatch form is based was not used in the patient as stated by the complainant. Also noted was the fact that the report stated that the stent had embolized to an unk location in the patient's body, however, a stent was returned for evaluation.